Event description:
A caller reported an issue with a cgm error. There was no reported adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support, who provided instructions for a complete pump reset. Following the reset, the pump did not display the error code again, and the caller successfully started their sensor session.